Event description:
It was reported that the pt underwent a posterior thoracolumbar spinal fusion procedure with rods and screws. Sometime post-op, the pt complained of back pain and hearing a pop and a grinding noise. The pt underwent revision surgery approx 8 months post-op and the broken rods were removed and replaced. No add'l pt complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the MFR for eval, therefore, the cause of the event cannot be determined.